Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to set up the pump settings and thought they may have been input incorrectly due to the pump calculating a large bolus dosage. Review of the pump settings showed that the correction factor and carb ratio settings had been entered incorrectly. Tandem technical support assisted the customer in successfully adjusting the pump settings. The customer's blood glucose level was 240-250 mg/dl.